Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000058862.

Event description:
It was the patient was experiencing ineffective therapeutic relief. The patient was notably in need on an MRI but was unable to place their system into MRI mode due to high impedances on one of their leads. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.